Manufacturer narrative:
Evaluation anticipated upon device return.

Event description:
It was reportd that the anchor broke during the procedure. No patient harm reported. A backup was used to complete the surgery.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.